Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking in the area of the adapter, which connects the infusion device, the cartridge and the tubing. The patient stated that the issue occurred with a new adapter. The user reinstalled the previous adapter, and the problem was resolved.

Manufacturer narrative:
Correction - section d.